Event description:
It is alleged that the patient received a cook celect inferior vena cava (ivc) filter on (B)(6)2010, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right femoral vein due to deep vein thrombosis (dvt) and contraindication to anticoagulation. Patient is alleging vena cava perforation. The patient further alleges "numbing in legs and headaches," as well as physical limitations. Report from CT (computed tomography): "an ivc filter was identified. This patient has 2 left renal veins. The tip of the filter is in the ivc at the level of the orifice of the more inferior right renal vein. The tip of the ivc filter is not in contact with the wall of the ivc. There were multiple metallic struts identified. The struts all appear to be intact. Several struts perforated the ivc. In the 6 o'clock position the strut perforated the ivc by approximately 5 9 millimeters. In the 4 o'clock position the strut perforated the ivc by approximately 8.2 millimeters. The 10 o'clock position strut perforated the wall of the ivc by approximately 5.4 millimeters. The 11 o'clock position strut perforated the wall by approximately 6 5 millimeters the 1 :00 position strut perforated the wall by approximately 4.2 millimeters. The 4 o'clock position strut perforated the wall and is in contact with the inferolateral right wall of the abdominal aorta. It did not appear to perforate the wall however. The remaining perforating struts failed to be in contact with or perforate any other structures."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b1, b5, b6, b7, h6. Additional information: investigation investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, leg numbness, headaches, and physical limitations. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported leg numbness, headaches, physical limitations is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The catalog # and lot # are unknown, but the filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.